Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely depressed carbon dioxide (co2) result was obtained on a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse replaced reagent 1 and sample 1 mixers and ran diagnostics and quick check, which were acceptable. Then, the cse ran a precision study and quality control (qc) for several analytes, which recovered acceptably. The customer indicated that they would perform a ph clean on the instrument. The cause of the discordant, falsely depressed co2 result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A patient sample was initially processed for carbon dioxide (co2) on a dimension vista 500 instrument, and the sample recovered at 30 mmol/l. This result was reported to the physician. Then, the sample was repeated on the same instrument and the co2 result recovered at 18 mmol/l; the customer considered 18 mmol/l to be discordant, falsely depressed. Next, the customer repeated the sample on an alternate dimension vista instrument and obtained a result of 28 mmol/l. The initial result was not corrected. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed co2 result.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2021-00159 on 13-jul-2021. Corrected data (15-jul-2021): siemens further investigated the issue and determined the sequence of events in sections b5 and b6 of the initial MDR was incorrect. The customer obtained the discordant result of 18 mmol/l first and repeated the sample on the same instrument. The repeat result recovered at 30 mmol/l. Sections b5 and b6 were updated to reflect the corrected data. Additional information (15-jul-2021): upon further investigation, siemens ruled out a reagent lot and method issue. Quality controls were consistently between the 3-standard deviation peer range; siemens observed that quality controls data was not available on the day the sample in question was processed. Siemens concluded that the actions taken by the siemens customer service engineer resolved the issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista instrument. The sample was repeated on the same instrument, recovering higher at 30mmol/l. The repeat result of 30 mmol/l was reported to the physician(s). Next, the customer repeated the sample on an alternate dimension vista instrument and a result of 28 mmol/l was obtained. The reported result was not corrected. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed co2 result.